Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced low blood glucose levels. Customer said that there blood glucose levels dropped down to 22 mg/dl and can go on comma. Customer declined to reach out with emergency medical services. It was unknown whether the customer was using the auto-mode feature. The troubleshooting was performed. The insulin pump will not be returned for analysis.